Event description:
Complaint rec'd regarding five (5) mc100, microclave clear neutral connector; lot# unknown. The report states, "they connect the braun filter directly to the mc100 for pediatric tpn infusion. During this process they go to remove the filter and it pulls the septum, and sleeve of the blunt cannula completely out". There were no adverse patient consequences reported.